Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and stated that the device was depleting prematurely and recommended to have this device replaced within 90 days. This device remains in service. No adverse patient effects were reported.